Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen cracked and became unresponsive, leading to replacement of the device and instructions to shut down the unit and return it with a provided shipping label. Symptoms included no reported physical symptoms and no device alarms during the incident. Outcomes included the highest recorded blood glucose of 244 mg/dl, with no prolonged out-of-range period, no successful correction via the device, assistance from a caregiver out of kindness, and no medical intervention or hospitalization. Investigation included collection of event details, confirmation of device identifiers and shipping information, and arrangement for device replacement and inspection of the returned device. Investigation of this device revealed a hardware failure consistent with a damaged or nonfunctional display assembly that impeded user interaction and alert visibility. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to screen breakage.